Event description:
The patient was receiving high blood glucose on the device and went to see his doctor as a result. The patient's diabetic medications were reportedly increased at that time. Caller states that patient's readings didn't decrease and that on one occasion the customer tested at 430mg/dl on the device but had low blood glucose symptoms. The paramedics were called and when they were transporting the caller to the ambulance, the customer went into a seizure. Twenty minutes later the patient arrived at the hospital and tested at 57mg/dl and was given a glucose IV, juice and food. No strip information was provided. No quality controls were used. Customer had the device miscoded while testing. Requested return of suspect device and replacement was sent.